Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated lead system was explanted three weeks post-implant, due to the patient's infection. No additional adverse patient effects were reported.